Event description:
Information received by medtronic indicated change sensor. Customer had high blood glucose level. No harm requiring medical intervention was reported. Troubleshooting was unknown. It was unknown whether the customer had continued the use of the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = clear. Pump case = ngp. Customer returned pump for an alleged harm reported, with no allegation of device deficiency and high bg found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms on the (B)(6) 2022 at 10:44:00.00, 10:44:12.00, and 10:44:16.00 with variable (12). Pump error 63 variable 12 alarm due to hardware error on arm watchdog failure. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, reservoir tube cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded, stained). Device failed due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm due to hardware error on arm watchdog failure. Unable to confirm high bg. Damaged retainer ring confirmed during analysis. Exposed to moisture confirmed on pcba 1, pcba 2, and force sensor. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.